Event description:
Reporter wore patch on her back for four hours in 2007. After removing, she noted two blisters on her back. Her doctor diagnosed as second degree burn and was prescribed an rx salve and daily bandaging. She has seen doctor four times and she will see him two more times to have scab frozen and removed.